Manufacturer narrative:
A siemens' customer service engineer (cse) went on site for system inspection. The cse found puddling under port three of the aspirate wash manifold. The wash manifold was replaced. The reagent probes were calibrated. The cse cleaned around all ports at the incubation ring. These were dirty. It was observed that the customer was not performing proper maintenance on the unit since (B)(6). No other issues were identified. No conclusion can be drawn. The cause for the discordant advia centaur tsh3-ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required. Instrument information: brand name: advia centaur: common device name: immunoassay analyzer, model #: advia centaur, serial number (B)(4), 510(k): k041133.

Event description:
Discordant advia centaur tsh3-ultra results were obtained for samples from the same patient. The first result was discordant with the second sample result which was higher. The second sample was tested on a different day. Repeat testing was performed on the second sample. There was not enough sample volume to confirm the result of the first sample. The physician questioned the results. It is unknown which is the expected result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.